Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on (B)(6) 2023 indicated that the balloon was already ruptured before inflated. Additional information received indicated that there was no evidence of part of the device dislodged or embolized in the patient. The contrast to saline ratio was 50:50. There was no resistance met while advancing or withdrawing the device. As the attached peel away sheath was not used, there might have been interaction with other device. The product was removed intact (in one piece) from the patient. The exact procedural delay time due to the event is unknown, but it took some time for replacing with another new emboguard. The delay was not clinically significant. Additional information was received on (B)(6) 2023 indicating that the balloon inflation was tested previously at the back table, preparation was performed as usual. The balloon integrity was tested during prep as per the instructions for use. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a thrombectomy for an acute ischemic stroke (ais), an emboguard balloon catheter (bg8795u, 0000230701) was prepared according to the instructions for use (IFU). The physician was familiar to prepare the emboguard, as he used a number of them on a regular basis. No particularly difficult tortuous lesion was on the vessel, and the emboguard was advanced. The procedure was proceeded without problems. When the emboguard was placed at cervical portion and attempted to inflate the balloon, found the balloon had already ruptured and leakage of contrast agent was noted. The emboguard was removed and replaced with another new one. After that, the procedure was completed with normal technique. There was no negative impact to the patient. A continuous flush was done. The emboguard was used at internal cervical artery. A trak microcatheter (mc) was used. Additional information received indicated that the balloon was already ruptured before inflated. Additional information received indicated that there was no evidence of part of the device dislodged or embolized in the patient. The contrast to saline ratio was 50:50. There was no resistance met while advancing or withdrawing the device. As the attached peel away sheath was not used, there might have been interaction with other device. The product was removed intact (in one piece) from the patient. The exact procedural delay time due to the event is unknown, but it took some time for replacing with another new emboguard. The delay was not clinically significant. Additional information was received on 20-oct-2023 indicating that the balloon inflation was tested previously at the back table, preparation was performed as usual. The balloon integrity was tested during prep as per the instructions for use. The initial examination of the returned emboguard device identified kinking of the shaft at approximately 345mm from the distal tip of the emboguard device. No further damage was noted at any other locations along the device shaft. The complaint did not indicate other damage on the device, therefore the kink is assumed to be unrelated to the complaint event. Visual inspection confirmed the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that only a 0.038¿ guidewire could be advanced past the initial kink. The complaint report detailed that the emboguard bgc balloon had ¿already ruptured and leakage of contrast agent¿ was seen, after an attempt was made to inflate the balloon at the occlusion site. The returned emboguard device could be successfully inflated, therefore the complaint event is not confirmed. A recreation of the complaint event could not be performed based on the details provided in the complaint report (i.e. Details regarding method of insertion, accessories used, patient anatomy). The returned emboguard device shows visible damage (kink) at approximately 345mm from the tip. No damage on the device shaft was reported. The kink on the shaft observed on the returned unit is therefore considered unrelated to the complaint event. The complaint unit was returned coiled in a pouch. These kinks may have been caused by device manipulation and shipment post the complaint event. The complaint report detailed that the emboguard bgc balloon had ¿already ruptured and leakage of contrast agent¿ was seen, after an attempt was made to inflate the balloon at the occlusion site. The balloon on the returned emboguard device could be inflated and deflated without issues. Therefore, the complaint event is not confirmed. The report details that after the event was observed, as second emboguard device was used. It is possible that the devices got mixed after procedure and the device that was returned was not the one that showed rupture and leakage. However, this cannot be confirmed. Per device IFU (B)(4) and per common practice with balloon guide catheter, the balloon is prepared before insertion into the patient by inflating and deflating the balloon multiple times, and the inflated balloon is inspected for leakage and air bubbles. The event description indicates that balloon preparation was performed per IFU, therefore a balloon leak resulting from a device defect would be evident before introducing the device into the patient. Additionally, 100% of emboguard devices undergo in-process inspections including: visual inspection and water bath tests to confirm there is no leakage from the balloon. It is possible that a damage to the balloon occurred in interaction with other devices (e.g. Introducer sheath of wrong size) however further details of the accessory device used were not provided. While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h4: 4. Device manufacture date: not available at time of report. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a thrombectomy for an acute ischemic stroke (ais), an emboguard balloon catheter (bg8795u, 0000230701) was prepared according to the instructions for use (IFU). The physician was familiar to prepare the emboguard, as he used a number of them on a regular basis. No particularly difficult tortuous lesion was on the vessel, and the emboguard was advanced. The procedure was proceeded without problems. When the emboguard was placed at cervical portion and attempted to inflate the balloon, found the balloon had already ruptured and leakage of contrast agent was noted. The emboguard was removed and replaced with another new one. After that, the procedure was completed with normal technique. There was no negative impact to the patient. A continuous flush was done. The emboguard was used at internal cervical artery. A trak microcatheter (mc) was used. Additional information received indicated that the balloon was already ruptured before inflated.